Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was found to be fully functional and that the imaging system was not charged when the reported issue occurred. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system can't complete a 3d scan. No patient involved. Additional information was received. It was confirmed that no patient was present and that troubleshooting was done to resolve the issue. The issue has been resolved by charging the system.